Event description:
Complaint indicated that the brakes would hold but the casters would swivel. No injury reported.

Manufacturer narrative:
Technician found that when the brake was applied it would hold, but foot end casters would swivel. Replaced the foot end casters to resolve this problem. Unit located in a storage room.